Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer would reach out to their hcp to get help reverting to an alternate pump for insulin therapy.